Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair, the footprint ultra peek 5.5mm suture anchor broke while being inserted after using the 3.8mm gold tapered awl to prepare the hole. The broken anchor was successfully removed using graspers. The procedure was successfully completed without significant delay by using a back-up device in the same bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202902 footprint ultra pk suture anchor 5.5 device used in treatment, returned for evaluation. The information provided states: ¿during a rotator cuff repair, the footprint ultra peek 5.5mm suture anchor broke while being inserted after using the 3.8mm gold tapered awl to prepare the hole¿. Visual inspection shows a device which was returned deployed; the detached part was not returned with the device. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device and excessive force. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Due to unavailability investigation and evaluation were limited. If objective evidence or relevant information becomes available the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Instructions for use incudes precautionary statements, instructions and/or recommendations for proper use of product. Per IFU ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ IFU lists, prep instrument for normal bone conditions as a 3.8mm straight awl. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required.